Event description:
Patient reported having side unspecified "nipple discharge (fluid)". This record for the right side. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29jan2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold and wear abrasion leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no leak was observed in the device. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge.